Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a chest infection. The was suspected of being involved in the event. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.